Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations neither replicated nor confirmed the customer reported complaint. Visual inspection was conducted and there was no damage to cables at the distal nor proximal end. No product issue was identified. Additional observation(s) not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.026¿ - 0.243¿ in length and were not aligned with the tube axis. The instrument was found to have damage of the conductor wire insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire that connects the fenestrated bipolar forceps instrument jaws was faulty which prevented the surgeon from being able to rotate instrument. The procedure was completed with no reported injury using a backup instrument.